Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and images revealed a device related thrombus (drt) on the closure device. The patient proceeded to have a non-disabling ischemic stroke. The patient was put on blood thinners but did not dissolve the drt. New images showed some of the drt had developed a gelatinous consistency and started dissolving. To protect the aortic arch and brain, two non-boston scientific (bsci) sentinel devices were put, along with a non-bsci ono device in the aorta for double coverage. An angiovac procedure was performed to remove the clot and the filter unloaded showed a large amount of tissue. No further information is available at the time of this report.

Event description:
It was reported that the patient experienced a cerebral vascular accident and thrombosis. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient had a routine 45 day follow up transesophageal echocardiography (tee) and images revealed a device related thrombus (drt) on the closure device. The patient proceeded to have a non-disabling ischemic stroke. The patient was put on blood thinners but did not dissolve the drt. New images showed some of the drt had developed a gelatinous consistency and started dissolving. To protect the aortic arch and brain, two non-boston scientific (bsci) sentinel devices were put, along with a non-bsci ono device in the aorta for double coverage. An angiovac procedure was performed to remove the clot and the filter unloaded showed a large amount of tissue. No further information is available at the time of this report. It was further reported that the patient was discharged 24 hours after thrombectomy on (B)(6) 2025. The patient had a pedunculated, mobile thrombus which was located on the face of the closure device.